Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked lcd window, cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The insulin pump's screen was also cracked. The customer dropped the insulin pump. Customer's blood glucose level was 51 mg/dl and went up to 180 mg/dl with a correction. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.